Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting high right ventricular thresholds. When the patient would raise their arm above their head, loss of capture markers were recorded. The surface electrogram (egm) also showed loss of capture. It was reported that the lead had been recently examined via x-ray and no issues were noted. Additional information indicates that due to the patient's heavy weight, it was thought that there was a microdislodgement causing the loss of capture. An invasive procedure was performed to reposition the lead. No adverse patient effects were reported. The system remains in service.